Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (20 mg/dl). Reportedly, low bg levels were due to the pump basal rate needing to be adjusted. Customer addressed low bg levels with juice. Tandem technical support recommended the customer discuss pump settings with a health care professional.